Event description:
The customer reported the sys displayed a filament regulator error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and performed a filament calibration. The sys operates as intended. This malfunction may have resulted in possible radiation occurrence.